Event description:
It was reported a patient presented a merlin transmission of non-sustained oversensing. Oversensing was caused by intermittent loss of ventricular capture which then resulted in an escape beat being called noise. Increased sensing amplitude was observed. Reinterrogation revealed no issues and there was not any changes needed to make. The patient is doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.